Event description:
The customer reported that the system displayed a control panel error upon boot up. This error causes the system to immediately shut down, preventing it from completing boot up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The voltage on 5v power supply was readjusted. The system connections were reseated. The system was tested and found to be working as intended and put back into service.